Manufacturer narrative:
On 05 may 2017 the medical affairs performed a clinical evaluation and commented as follows: six years after primary cementless tha, a very significant stress-shielding is radiographically visible, but the low quality and single-projection x-rays do not allow full evaluation of the case. Stress shielding is a possible, known adverse event following tha and may often result in revision surgery. The root cause for this situation remains unknown. Batch review performed on 17 may 2017. Lot 111869: (B)(4) items manufactured and released on 25 july 2011. Expiration date: 2016-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of pain. X-rays showed a radiolucency on the lateral shoulder of the stem. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays are available; explants are not available.